Manufacturer narrative:
(B)(4). Giabbani, n., innocenti, m., sangaletti, r., matassi, f., benazzo, f., civinini, r., mugnaini, m., zanna, l. (2025) coronal alignment in revision total knee arthroplasty: a comparison of cemented vs press-fit stems for restoring mechanical axis. Arthroplasty today 35 (101863), 1-8. B3: event date: date of publication d10: concomitant devices - unknown nexgen tibial component catalog#: ni, lot#: ni, unknown nexgen femoral component catalog#: ni, lot#: ni, unknown nexgen articular surface catalog#: ni, lot#: ni, unknown nexgen femoral stem catalog#: ni, lot#: ni. G2: report source - foreign: italy. E1: contact - journal article correspondence author. H6: component code - proposed code is mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that one (1) patient sustained an intraoperative partial detachment of the tibial tubercle during knee arthroplasty. The patient was treated conservatively with a suture and extension cast. Attempts have been made, however, no additional information is available.